Event description:
The hcp reported the patient was experiencing increased pain. A radiolabeled indium study was performed and "was unsuccessful" - dye did not leave reservoir. The hcp plans to explant the pump.